Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product was not returned for investigation. Data log review confirmed several position in aorta alarms, though the available logs started on 2/13 rather than 2/12. Through the entire case, all 5s parameters were within specification. The positioning alarms were investigated and the algorithm triggered correctly. The motor current (mc) modulation dropped below the threshold while the placement signal (ps) pulsatility remained above the threshold. However, since placement was confirmed with imaging based on the clinical details, it is not clear what would have caused this to occur. Clinical details report that the patient was also on extra corporeal membrane oxygenation support, on (B)(6) - when data logs show a 3rd period of position in aorta alarms - the patient was experiencing aystole/arrhytmias, and care was withdrawn due to patient condition. However, none of these can't be conclusively connected as the cause of the alarms that were reported on 2/12. Throughout the case, mc, ps, and pump flows are all variable, however, there are no abnormal spikes that would suggest biomaterial ingestion. Since product was not returned for investigation and neither the data logs nor the patient's condition based on clinical details can definitively explain the false alarms, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support, and, during support, there were placement signal issues. Placement monitoring was disabled. Impella in aorta alarming despite satisfactory position. Support continued. Care was eventually withdrawn, and the patient expired.